Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer did not have a power cord or pad available to reset the pump and planned to call back after obtaining them.